Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary."

Manufacturer narrative:
Reported event: an event regarding revision involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the device was not returned but photographs were provided for review. A review of the provided photographs indicated the device is covered in blood. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "revision of a tha can be confirmed by the intra-operative photographs. There is no documentation regarding the cause for revision being instability. Nor was any documentation provided indicating evidence of intra-operative failure as noted in the pi.the root cause for the revision surgery cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.